Event description:
It was reported that during a knee replacement procedure that the blade broke. It was further reported that the broken pieces were located and removed from the pt. It was also reported that the procedure was then completed with another blade.

Manufacturer narrative:
Device discarded at account. No lot number info was provided for further investigation.